Event description:
It was reported that during intra-aortic balloon (iab) therapy the cardiosave intra-aortic balloon pump (iabp) generated an autofill failure alarm. An iab rupture also occurred and blood filled the tubing. It was noted that the patient had been trasnferred in from another facility. A new iab was inserted to continue therapy. There was no patient harm or adverse event reported. This report is for the iab used in this event. A separate report has been submitted for the cardiosave iabp under mfg report number 2249723-2023-03270.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
N/a

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath.the returned non-maquet sheath was over the catheter approximately 39.9cm from the iab tip. One kink was observed on the catheter tubing approximately 76.2cm from the iab tip. Additionally, one kink was observed on the catheter tubing and inner lumen approximately 53.1cm. The extender tubing, the three-way stopcock, and pressure tubing were returned. The inner lumen was found to be occluded and the occlusion was able to be cleared. - an underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing, extender tubing and pressure tubing was performed and one leak was detected on the membrane approximately 1.3cm from the rear seal measuring 0.013cm in length. The reported problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).